Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. The proximal aortic neck was 17.6 mm in diameter and 10 mm in length and moderate angulation. The iliac arteries were mildly calcified bilaterally. An endurant bifurcated stent graft etbf2313c166e and an endurant iliac stent graft etlw1616c124e were successfully implanted. It was reported that both hypogastric arteries were covered inadvertently. The physician measured the left hypogastric artery and had adequate distance for the limb to be implanted and usually implants the stent graft shorter than expected. The hypogastric artery was covered by 5 mm. The physician thinks the patient will be fine because the vessels are good non-calcified and should collateralize from the profunda. The patient was discharged and is doing fine. It was also noted that the event was due to the poor imaging quality. The patient's arteries were so compliant that when the stent graft was pushed up to land a little higher, the iliac arteries scrunched up too and did not allow the stent graft to land higher as intended.

Manufacturer narrative:
(B)(4). Results: vessel occlusion, inaccurate stent graft delivery. Poor quality imaging. Conclusion: poor quality imaging.